Event description:
It was reported by customer that pcu as removed from demo service due to pcu displaying system error code - 255-12-275. Pump could not be silenced or turned off. Pump was placed in the hallway unplugged until it powered down on its own. When plugged in and powered on again pump did not display error code and worked as expected. There was no patient involvement.

Manufacturer narrative:
Omit: c20 - no findings available. Additional information: imdrf annex a,g,b,c codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of system error code 255-12-275 displayed on a pcu was not confirmed during the investigation. No devices or records were returned for evaluation. The investigation could not include external or internal inspections, system log reviews, or laboratory testing due to the absence of returned devices or logs. However, the facility provided a photo of the suspect pcu, which showed the system error code ¿255-12-275¿ displayed on the screen. According to the bd alaris¿ pc unit system error tip sheet, a system error on the pcu indicates a hardware or software issue detected by the system¿s self-check routines. While the error is active, all current infusions will continue as programmed, but no changes can be made to rate, dose, or volume to be infused (vtbi). Do not power down the pcu until a replacement is available. Record all current settings, as they cannot be restored after shutdown. Tag the affected unit, document the error, and return it to your facility¿s biomedical department. The system will display the error message, trigger audible and visual alarms, and show the system off soft key¿if unavailable, power down using the system on key. There was no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue of system error code 255-12-275 displayed on a pcu could not be determined, as no devices or records were received for this investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that pcu as removed from demo service due to pcu displaying system error code - 255-12-275. Pump could not be silenced or turned off. Pump was placed in the hallway unplugged until it powered down on its own. When plugged in and powered on again pump did not display error code and worked as expected. There was no patient involvement.

Manufacturer narrative:
Omit: c10 - no findings available, d15 - cause not established. Additional information: imdrf annex c, d codes and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that pcu as removed from demo service due to pcu displaying system error code - 255-12-275. Pump could not be silenced or turned off. Pump was placed in the hallway unplugged until it powered down on its own. When plugged in and powered on again pump did not display error code and worked as expected. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.